Manufacturer narrative:
No device analysis results are available because the device was not returned for evaluation. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure, upon advancing delivery catheter through the outflow track, guidewire was observed to be looping in the pa. Doctor retracted the delivery catheter to the ra, before ultimately advancing sensor past the target site into a smaller portion of the pa. Diameter of this vessel was estimated to be less than 7mm so the delivery catheter was pulled back, after which, guidewire had unintentionally receded into the catheter. Upon re-advancing the guidewire again, delivery catheter and guidewire suddenly appeared in an alternate branch of the pa which was determined to be a better location for sensor deployment. With tip of the guidewire distal to the delivery catheter, sensor was released and successfully deployed in the left pa. Patient began coughing and quickly developed hemoptysis. Doctor simultaneously retracted and removed delivery catheter and guidewire, while sensor remained fixed at location of deployment. Patient was suctioned and blood loss/secretions were minimal and never reached the canister. Code team was paged as a precaution while angiography was performed in effort to locate source of bleed which was not identified. Doctor conveyed that it was likely a tiny nick. Hemoptysis resolved spontaneously about 1 hour post onset. Patient was admitted to the ICU in stable condition then discharged home that same evening at approximately 8pm pst. There was no delay to the procedure that the physician felt was clinically significant to the patient. Patient is anticoagulated with apixaban.

Manufacturer narrative:
One cardiomems hf sensor delivery system and one non-abbott guidewire were received for evaluation. The catheter came with the guidewire still passed through it. The hub of the catheter did not have the cap connected to the tether wires. There were no noticeable abnormalities to the length of the catheter. The skiving portion of the catheter did not have any defects. The guidewire was removed from the catheter and measured to be .0185 in. When attempting to reinsert the guidewire there was some difficulty. While pulling at the distal end, the tip of the guidewire broke. The evaluation of the catheter and guidewire did not produce a root cause for hemoptysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.